Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they had ongoing issues with coupling/recharging of implant. They checked antenna positioning and all was normal. A new wireless recharger was requested. No symptoms were reported.  The rep said that the wireless recharger improved her recharging issues. They are not 100% resolved because there¿s a little movement to the ins, but that is due to the patient¿s body habitus/weight/fatty tissue. They are not planning on taking any further action since the recharging has improved.